Manufacturer narrative:
(B)(4): the customer alleged that there was a failure of the monitor to alarm, and it is unknown if this was a factor in the death of the patient. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer alleged that there was a failure of the monitor to alarm.